Event description:
Pump was reported to overinfuse. Pump was set to infuse 100ml/hr for 250ml bag of normal saline with 40meq kcl (potassium chloride). The fluid infused in one hour. A doctor and pharmacist were notified and checked the pump programming and the pump was programmed correctly. No medical intervention was needed. No pt injury resulted.